Event description:
During a bancart repair procedure two anchors broke while being inserted into the patient's glenoid. The devices were broken while screwing the implant inside the bone. The half of the body (anchor) was inside the bone when it was broken and the broken part (from eyelet), had been removed. Both threaded portions of the anchors remain imbedded in the patient's bone. The surgeon punched the site prior to insertion and pre-drilling was not performed. A delay of 30 minutes was experienced. A back-up device was used to complete the procedure. It is unknown if the ao-2 finger technique was used or if axial alignment was maintained. No patient injury was reported.